Event description:
(B)(6) was implanted with abbott cardiac pacemaker pm2272, serial number (B)(6) on (B)(6) 2021. The pacemaker was checked at the physician office every 6 months. The next check was due at the end of (B)(6) 2024. On (B)(6) 2024 (B)(6) experienced severe upper chest pain/abdominal pain while on vacation. He was nauseated and threw up his breakfast and said he wanted to go to the hospital. He then bent over and when I tried to raise his head, he was unresponsive. The emts were called, and he was transported to (B)(6) hospital via ambulance. I was at the emergency department room as the code progressed. I heard the nurse question the physician as to how the EKG could be correct as the patient had a pacemaker. The physician stated that the pacemaker had failed. (B)(6) was pronounced dead, and the cause of death was. Ventricular fibrillation. I called abbott on (B)(6) 2024 to report this issue and talked with (B)(4) at (B)(4). I called again on (B)(6) 2024 and reported to her the symptoms and that I had heard a soft double beep 2 weeks prior to this event but just assumed that it was his sonicare toothbrush that he sometimes did not properly put on the charger. I had also heard this soft beep while at hilton head but also assumed it was the toothbrush battery. Later when I talked with the art teacher, she mentioned that she thought she had also heard a faint double beep but could not locate the origin as it did not repeat. (B)(6) had visited the cardiologists dr. (B)(6) on (B)(6) 2024, and no problems detected. (B)(6) stated that she would call back after the middle of (B)(6) but now my calls to her will not go through. She told me that she did not know of any "double beep'' warning emitted from this device. Ref reports: mw5167044, mw5167045.